Event description:
Customer reported that the drive support cap on the insulin pump is sticking out. Customer stated that the device fell. Blood glucose value is 145 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with protruded loose drive support disk, cracked and bleeding lcd glass, minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and cracked end cap.